Manufacturer narrative:
No conclusion code available. Final analysis found burn marks on the circuit board and on the main pcb.

Event description:
It was reported that a lightning strike destroyed most of the electric appliances in patient's home including patient's transmitter. The merlin@home transmitter would no longer power on. There were no reported adverse patient consequences related to the event.